Event description:
I'm a senior who depends heavily on the libre 3 sensor to read my glucose levels correctly in order to take the correct doses of insulin. Every sensor that I used have problems maintaining a connection to my phone and keeps displaying "signal loss". When a sensor does work, it always displays that I have high blood sugar level, which leads me to doubt if the sensor is actually working or not. I called the manufacturer multiple times to report the issues, but the problems has not been resolved and I have yet to hear back from them. The manufacture should recall or discontinue libre 3 plus and compensate its users for their failed product.